Event description:
A medtronic representative reported a percutaneous reference cross pin frame with a bent attachment piece that due to the damage, could allow movement. There was no patient present when this issue was identified.

Manufacturer narrative:
Corrected mfg date now provided.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect device has not been returned to manufacturer for analysis. Part not returned.